Manufacturer narrative:
A ge rep contacted the customer and explained the excessive fluoro time can cause the tube to overheat. System operates as intended.

Event description:
Customer reported noise coming from the system and flashing images. No pt injury was reported.